Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03074.

Manufacturer narrative:
The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedure related factors and procedure related factors (off-label use) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tpvr with a 26mm sapien 3 ultra resilia. As reported, the valve was inserted into the patient's rv and was very difficult to navigate anatomy to the pulmonic valve. At one point the valve was unable to retract or advance. The team tried several techniques to get valve to move. Finally, with buddy balloon assist and different wire position the 26mm s3ur was able to be positioned in the pulmonic valve. The 26mm s3ur was deployed and during deployment the valve moved ventricular and forward pressure was given to reposition. There was asymmetrical inflation, the distal end of balloon inflated more than proximal. The commander balloon deflated and position was verified on fluoro which was lower end of the pulmonic valve closer to the rv. The valve also deployed more ventricular than expected. With gentle removal of nosecone through the valve it was noted that the valve embolized into the rvot. Wire position maintained in the lpa to stabilize the valve while surgery was called. The patient stable during all this and sent to the or for removal of the 26mm s3ur. The perceived root cause of the valve embolization was watermelon seeding of the valve ventricular and unable to push any more forward pressure to reposition since anatomy was difficult to navigate then once deployed removing the commander was the final movement that embolized the valve into the rv. Additionally, the team performed open heart with tricuspid and pulmonic replacement plus asd closure and later a ppm implantation. The patient did not receive edwards surgical valve.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tpvr with a 26mm s3ur. As reported, the valve was inserted into the patients rv and was very difficult to navigate anatomy to the pulmonic valve. At one point the valve was unable to retract or advance. The team tried several techniques to get valve to move. Finally with buddy balloon assist and different wire position the 26mm s3ur was able to be positioned in the pulmonic valve. The 26mm s3ur was deployed and during deployment the valve moved ventricular and forward pressure was given to reposition. There was asymmetrical inflation, the distal end of balloon inflated more than proximal. The asymmetrical expansion could have been a combo of delivery system manipulation that created an issue with the balloon but also the unusual anatomy. The valve was able to be fully deployed/expanded. The commander balloon deflated and position was verified on fluoro which was lower end of the pulmonic valve closer to the rv. With gentle removal of nosecone through the valve it was noted that the valve embolized into the rvot. Wire position maintained in the lpa to stabilize the valve while surgery was called. The patient stable during all this and sent to the or for removal of the 26mm s3ur. The perceived root cause of the valve embolization was watermelon seeding of the valve ventricular and unable to push any more forward pressure to reposition since anatomy was difficult to navigate then once deployed removing the commander was the final movement that embolized the valve into the rv. Additionally, the team performed open heart with tricuspid and pulmonic replacement plus asd closure and later a ppm implantation. The patient did not received an edwards surgical valve.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5. Corrected data: d1 and d2.